Event description:
Before use in the case, applier was tested and was operating correctly. While firing the clip applier during the case, the clip did not fire, but got stuck in applier chamber. Subsequent attempts were unsuccessful to fire clips.